Event description:
A report was rec'd that some employees had adverse reactions when coming in contact with cidex opa during manual high level disinfection. This is the report for the fifth employee who experienced light headache, coryza and redness in the nose, eye pain and tearing, pain in the eyes occurs mainly at night, when sleeping, dried lips, throat clearing. All reactions lasted about 48 hrs. It is not known if the employee was wearing ppe. No medical attention or treatment was needed. The air exchanges were not measured, however, it was reported that the room was well-ventilated.

Manufacturer narrative:
(B)(4) irritation, eye, (B)(4) pain, eye. References: 2084725-2009-00559, 00560, 00561, 00564, 00564, 00567.